Manufacturer narrative:
The info in this report was provided to us by the cook facility in japan on behalf of a physician in (B)(6). The physician involved in this report is listed. The contact details for our facility in (B)(4) are: (B)(4). Eval: the product said to be involved was returned to the approved supplier for eval. At this time, the eval is on-going. When the supplier eval is completed, a follow-up medwatch report will be submitted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a procedure to perform endoscopic retrograde biliary drainage (erbd), the physician selected a cook oasis one action stent introduction system. The stent and introduction system were advanced through the endoscope and into position inside the pt. When the physician attempted to remove the guiding catheter of the introduction system from the stent to facilitate deployment, difficulty was experienced. The introduction system was lodged inside the stent and deployment was not possible even though there were no procedural problems. The catheter was noted to be extended (i.e. Stretched) at this time. The endoscope and stent system were removed simultaneously from the pt. Another oasis one action stent introduction system was used and drainage was performed successfully. There were no adverse effects to the pt and a favorable outcome was observed. The stent or other sections of the delivery system did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.